Manufacturer narrative:
(B)(6). The device was manufactured january 11, 2018 ¿ january 12, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor would not flow. The device was attached to the patient on the day of the event at noon and prescribed to run for 46 hours. After six hours, the device was found to be ¿not working¿ and was detached. The device was filled with 4100mg fluorouracil, filter spike 1mg in an unspecified volume of 0.9% sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.